Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2019, that on (B)(6) 2019, a needle retraction issue was displayed. The sensor was inserted on (B)(6) 2019, at the abdomen. No additional event or patient information is available. No product or data was provided for evaluation. The complaint confirmation of the reported needle retraction issue could not be determined. A root cause could not be determined.